Event description:
It is reported to dr. That the pt had falled on her knee. Sometime afterwards, the pt felt pain. Dr. Revised and saw the patella has cracked. Implant and explant dates are both unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.